Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit received with cracked battery tube threads, missing serial number label, cracked keypad overlay at select button, missing display window cover and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for physical damage on the battery tube compartment area. Unit confirm for moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had fallen on floor and had crack on insulin pump battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The product mmt-1884 has been returned for analysis.